Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2015-product analysis:the device was returned and evaluated by product analysis on 01/16/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. No power issue or overheating was experienced. Unrelated to the complaint, a battery compartment crack was observed. The returned battery cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.